Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was experiencing impedance issues and high pacing thresholds. The rv lead was surgically abandoned and replaced. The patient's pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.